Event description:
It was reported that when using the bd pyxis¿ medstation¿ es a hardware failed. The customer performed a reboot and recovery, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hardware had failed. The field service engineer (fse) attended the site and confirmed the fault. A magnet was missing in the latch of the full height cubie drawer 3. The fse replaced the part, which resolved the issue. A full system check and electrical safety testing were completed. The device was returned to service. The system functioned as intended after the field service engineer repaired the device.